Event description:
Dental implant body broke and health professional claims that patient almost swallowed part of implant. No pain or serious injury was caused. If event were to recur, serious injury may be caused by swallowing part of implant. Implant was not properly placed by user. X-rays were examined by dr who found that x-rays showed that: collar of implant was not leveled with crest of bone. Half of the implant threads were above the bone and half in the bone. This created tremendous leverage and lateral motion which over a period of time, may cause fracture at the aforementioned placement level.

Manufacturer narrative:
Health professional did not return device for evaluation. Lot number given was manufactured in 2005, but dr claims implant was placed in 2004. According to our records, the implant was not purchased by dr until 2006. Device did not cause serious injury or death. This report has been compiled with information provided by the health professional to the best of our ability. No remedial action was initiated to our knowledge, however, dr stated that he intends to remove all implants placed in patient since they are intended for temporary implantation.